Event description:
A malfunction on the pump was reported by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information to reset the pump, assisting the caller in the process, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.